Manufacturer narrative:
(B)(4). The event occurred on an unspecified day in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue with a titanium adapter. The titanium adapter was reported to have disconnected; however, it was not reported if it disconnected from the catheter or the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.